Manufacturer narrative:
Reference record (B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. No defect, deficiency, or malfunction of the peg tube was described by the reporter. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, the patient in france underwent percutaneous endoscopic gastrostomy (peg) tube placement. On an unknown date, the patient developed peritonitis leading to hospitalization. On (B)(6) 2016, the peg tube was removed and duodopa was interrupted. The patient remains hospitalized.

Manufacturer narrative:
(B)(4). Additional information added to report date, relevant tests/lab data, & explant date.

Event description:
Additional event information received on 30 aug 2016. In (B)(6) 2016, the patient was started on duodopa therapy for parkinson's disease. After an unspecified period of time, the patient developed severe complications with peritonitis leading to hospitalization. On (B)(6) 2016, CT-scan indicated "iatrogenic pneumoperitoneum related to gastric breach with intraperitoneal effusion." Patient required surgery through laparotomy and received unspecified antibiotic therapy. On (B)(6) 2016, abbvie tube was removed and the patient was still hospitalized. Duodopa therapy was interrupted. On (B)(6) 2016, the peritonitis was improved. The outcome was favorable allowing duodopa treatment to be resumed on (B)(6) 2016.

Manufacturer narrative:
(B)(4). Subsequent to the submission of the follow up medwatch report, it was noticed that report inadvertently indicated additional information added instead of intended additional information added.